Event description:
A wilson-cook web ii double lumen extraction basket was used in preparation for an ercp procedure. The device was removed from the package and pre-tested. The handle was pushed forward in an attempt to deploy the basket. The basket handle punctured the sheath below the handle. No injury ws reported.